Event description:
Patient having an arthroscopy and they used an arthrex arthroscopy pump during the procedure. All staff and mds had been in-serviced on the equipment in the am of 2008, and the vendor was present most of the day to assist with equipment issues or answer questions. During the procedure, the first 3000 ml bag infused according to settings. The second bag of nss infused extremely rapidly and the patient's thigh became swollen, hard and cool. Compartment pressures were elevated to 41 but gradually came down. A drain was inserted to assist with drainage of excess fluid from the thigh. Patient was admitted for observation overnight and did develop mild scrotal edema as well. The next day, his thigh was noted to be soft, pulses palpable, the drain was pulled and the patient was discharged home.